Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported there were several black corrosion spots on the pads when unpacking. The pad was not used. Initial evaluation of the returned sample found the foil was degraded and the pad showed no resistance.